Event description:
It was reported to philips the device showed an inop message pacer/defib failure. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Correct reporting institution phone # (B)(6).

Event description:
It was reported to philips the device showed an inop message pacer/defib failure.